Manufacturer narrative:
(B)(4). The mountaineer 3.5x18mm favored angle screw (product code: (B)(4), lot number: atfbf5) was returned to the complaints handling unit on (B)(6) 2015. No screwdriver or screwdriver tip was stuck in the screw. Instead, the saddle inside the tulip head was found to have been forced upwards and rotated approximately 30 degrees. The saddle remains stuck in this position. The shank of the screw can also be shifted up and down from its intended position to the base of the raised saddle. Both the saddle and screw head show signs of use from interaction with the driver, but no immediately observable damage. An unexpectedly high amount of force may have been placed on the saddle during the insertion of the screw, leading to the saddle being forced out of its intended position and up into the tulip head. The dislodged and rotated saddle may have interfered with the use of the driver. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause cannot be determined from the sample and the information provided. A potential root cause may be an unexpectedly high amount of force placed on the saddle during the insertion of the screw, leading to the saddle being forced out of its intended position and up into the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After implanting mountaineer screw the screwdriver can't removed from the screw. The screw was removed and a substituted without any problems. No adverse affect for patient. Postoperatively the screw can removed from the screwdriver with effort